Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6. -18.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a longer length lens on (B)(6) 2023. This resolved the problem.